Event description:
It was reported the pt had pain at the ipg site and the area was red. The physician observed the site and it was reported the ipg may be rubbing against the iliac crest when the pt is in the sitting position. It was reported the pt did not want to pursue surgical intervention, so the physician was to monitor the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.